Event description:
The complainant reported that the clinician was performing a contour stent implant on a female pt when it was reported that the "device came apart". According to the complainant, the device came apart. The procedure was completed with another contour device. There were no pt complications reported as a result of this event. Attempts have been made to obtain additional pt and event info.

Manufacturer narrative:
This device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.